Event description:
It was reported the patient had an acute infection at the pacemaker site. The lead was replaced. No further patient complications were reported as a result of this event. The lead was returned, analyzed and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Helix disengaged from helical channel; blood was in/on the helix/lobe mechanism (sleeve head) and helix/lobe mechanism; tip seal observation.